Manufacturer narrative:
Consumer has not returned product to date, therefore, it could not be evaluated and no conclusions could be drawn.

Event description:
Consumer reported she used the toothbrush and it broke her crown and post. She noticed her crown was broken after taking a bite of soft cake. Her tooth will need to be pulled and a partial will need to be replaced.